Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a post-radiofrequency ablation check of this pacemaker revealed two stored signal artifact monitoring (sam) episodes. Sam 1 episode looked like minute ventilation oversensing, and sam 2 episode was due to high, out-of-range pace impedance measurements on the right atrial (ra) channel. Testing of the ra lead in a bipolar configuration showed noise and out-of-range pace impedance measurements, whereas everything was fine when tested in unipolar. As a result, the ra was programmed to unipolar pace/sense, and the minute ventilation feature was turned back on to the right ventricular (rv) lead only. The device remains in service at this time. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.